Event description:
The customer reported the ventilator went vent inop and alarmed due to a data acquisition pcba adc reference failure. The customer reported the device was in use and there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturer's field service engineer was unable to duplicate the reported problem. The service engineer replaced the power management pcb board and data acquisition to motor controller pcb cable to address the reported problem. Applicable final testing was completed and tests passed to operating specifications.